Manufacturer narrative:
Final analysis found that the insulation was abraded at 10.2 cm to 10.3 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for lead revision. It was noted that the right ventricular lead exhibited noise and oversensing. Noise was reproducible with isometric testing and pocket manipulation. Noise was not programmable. Due to the patient being device dependent, the lead was explanted and replaced. The patient was in stable condition post operation.